Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of the damage it is reasonable to assume, that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further analysis revealed deformations of the fixation helix and coagulated blood residuals in the lead's lumen which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that about 26 months after the implantation the patient received many inappropriate shocks. The lead was explanted, but not returned for analysis. No other adverse patient side effects were reported.